Event description:
It was reported that the device went into hardware reset. The patient had an MRI performed one week previous. The patient was hospitalized with low expectation of life. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.